Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The device had a tear in the blue coating. Procedure completed successfully.